Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "wire was broken." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's instrument logs for the reported procedure date was conducted. Investigation revealed the tenaculum forceps instrument (pn 420207-09/ lot # n10190715-391) was used during a surgical procedure on (B)(6) 2020 on system (B)(4). The instrument had 1 life remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was provided for review. No additional log review was performed as this type of failure would not result in an error in the logs. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire. The customer used a third party instrument to continue. The procedure was completed with no reported injury.